Event description:
It was reported that, after a software upgrade, the device could not be interrogated. The caller tried a different programmer, rebooting, and a different wand without success. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. Interrogation found an inappropriate shock due to a fast atrial driven rate. The caller will discuss this with the physician. There were no additional adverse patient effects. The device remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.